Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6)2010 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 in order to treat stress urinary incontinence. It was reported that the patient underwent a cystoscopy on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urinary tract infection and urinary frequency.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(4) 2010 and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, bleeding and recurrence. The patient underwent mesh removal on (B)(4) 2013 for mesh erosion in urethra . Post operative report states that there was no evidence of mesh in urethra following mesh excision. (B)(4).